Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Based on the analysis, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump shut off unexpectedly. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. There was no reported adverse impact to the customer's blood glucose level.